Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code which indicated the battery voltage was too low. The device's internal power measurement function is not tracking the loss of energy taking place. It was recommended that the device be replaced as soon as possible. No adverse patient effects were reported.

Event description:
As previously reported in (B)(6) 2012, a review of a memory upload from the device indicated that the internal power measurement function was not tracking the loss energy taking place. Analysis of the diagnostic data confirmed the reported the fault code (low voltage). Consequently, the normal battery status indicators appeared unaffected; however, the displayed fault was a warning that these indicators were unreliable. The overall rate of depletion appeared low and consistent at that time. If no changes had occurred, the device should have had sufficient capacity to maintain therapy over several weeks or even months. Subsequently, boston scientific received information in (B)(6) 2012, that this patient died in (B)(6) 2012. The local representative contacted boston scientific's technical services (ts) to request unenrollment from the patient monitoring system. Ts informed the local representative that the latest data transmission from the patient's monitoring system (communicator) occurred (B)(6) days prior to the patient's death. At that time, the approximate time to explant was 6 years. The local representative commented that there was no report that the use of the device caused or contributed to the patient's death. The local representative did not have access to the device and it appears that the device will not be returned to boston scientific for analysis. Subsequently, boston scientific received information from the local representative that the apparent cause of death was respiratory-related. According to the physician, there was no evidence that the device caused or contributed to the patient's death. There was no interrogation of the device post-mortem.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate this device remains implanted at this time. If additional information is received, this report will be updated.